Manufacturer narrative:
Additional information was requested but the complainant was only able to provide the product name. Complainant was unable to provide the model number, lot number or product sizing information. Aquacel/ aquacel ag surgical cover dressing. Dressing, wound, hydrophilic. Nac. Exempt. Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested, however to date no additional information has been received. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Two (2) potential manufacturing site numbers are listed below. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported aquacel ag surgical cover dressing was used on a patient that had a total knee replacement. Blistering was reported along the outer edges of the dressing, but not under the dressing itself. It is felt that the blistering occurred because the dressing did not flex or give when swelling occurred. The blistering occurred after the patient was discharged, no details for the time frame. This patient was later re-admitted to the hospital for IV antibiotics and fluids because the blisters became infected. No details provided as to what antibiotics were prescribed. The patient was reported to have had swelling but it was not out of proportion to what one would expect with a total knee replacement. No compression or cpm was used in the hospital. The patient was discharged home with polar care ice therapy.